Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that with the analyzer there was correct measures of stimulation threshold for the lead. However, when connected to the implantable cardioverter defibrillator (ICD) there was no stimulation at selected voltage. The ICD was exchanged and the procedure was completed. No patient complications have been reported as a result of this event.